Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported by the patient that he was hospitalized for one hours due to epilepsy which is triggered by hyperglycemia and high ketones. High blood glucose level was 400 mg/dl and current level was 150 mg/dl. High blood glucose level was treated by insulin pump. No further information was available.